Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information a patient with a 25mm mitral valve has undergone a valve-in-valve procedure after an implant duration of approximately four (4) years due to severe stenosis and insufficiency. Valve failure resulted in clinical heart failure and multiple readmission of the patient to the hospital. The tmvr procedure was performed with a 26mm valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information a patient with a 25 mm mitral valve implanted three years, 11 months, is scheduled to undergo transcatheter valve-in-valve procedure due to stenosis and mild regurgitation.